Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the debonding, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4789546 and 4803743. Upon the patient's return visit on (B)(6) 2012, the doctor re-cemented the crown for tooth #2 using the same product, without further incident. To date, the patient is doing fine. Adhesive strength tests of the returned products were evaluated, yielding results within specifications. A DHR of lot numbers 4789546 and 4803743 review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor's office alleged that six (6) patients had experienced a debonding of restorations after placement with the maxcem elite clear product. This is the fourth of six (6) reports.